Manufacturer narrative:
The information being reported was found in the journal article titled "is recovery faster for mobile-bearing unicompartmental than total knee arthroplasty?". The association of bone and joint surgeons 2009- volume 467, number 6, june 2009 current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revision mentioned in the journal article. The following sections could not be completed with the limited information provided. (B)(4).

Event description:
Information received from a journal article indicates that a patient underwent partial knee arthroplasty on unknown date. A revision procedure was subsequently performed on an unknown date for isolated medial compartment osteoarthritis, removal of loose body and one synovectomy and chondroplasty of the patellar due to pain.